Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system's host computer was unable to boot, preventing a full system boot. The philips field service engineer (fse) visited onsite and upon functional testing, the fse performed a hard switch off from the m-cabinet and tried to boot up the system but still did not boot up. The fse found issue with the host pc, and it was not booting intermittently. To resolve the issue, the fse reseated all the connections of host pc and ippc and manually turned on the ippc as it didn¿t boot-up automatically. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.